Event description:
It was reported the pump was filled on (B)(6) 2014 with the wrong concentration. The dose was also decreased by 5% and changed from flex programming to simple continuous. The pump was supposed to be filled and was programmed to dilaudid (hydromorphone) 20 milligrams (mg) per milliliter (ml) at 8 milligrams per day, baclofen (compounded) 175 micrograms (mcg)/ml and prialt (ziconotide) 13 mcg/ml. The pump was actually filled with dilaudid 20 mg/ml, baclofen 1500 mcg/ml and prialt 12 mcg/ml. As a result, the patient was admitted to the hospital on thursday and was in the intensive care unit (ICU) due to being in and out of consciousness. The patient was described as ¿zonked¿ and was unable to be aroused. The pump was programmed to minimum rate mode and was going to be filled with the correct medication as soon as it was available. All the current medication was going to be removed from the pump. The patient was intubated yesterday and had been intubated on the date of the report. The patient¿s heart rate and respiration were really, really low. It was figured out the wrong concentration was placed in the pump when the pharmacy was called. Three days later it was reported the patient experienced drowsiness. The patient was admitted to the ICU and the pump was stopped. The error was resolved and the patient recovered without permanent impairment. Some of the information received was illegible and follow up information has been requested to clarify the information. A supplemental report will be submitted once follow-up is received. It was later reported the baclofen dose was increased which led to the events. The events were not related to prialt (ziconotide) therapy.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).